Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
This is a duplicate event of MFR report #: 3006630150-2017-00634.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.